Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the electrograms, episodes of non-sustained right ventricular oversensing due to post-paced t- wave oversensing were observed. The device was reprogrammed. No patient symptoms were noted.